Event description:
Was hospitalized with blood clots one month after undergoing rezum. Spent 2 days in emergency room and continuous bladder irrigation. Later, admitted to another emergency room (ER), mechanical continuous bladder irrigation, and later, admitted to their hospital for additional 2 days continuous bladder irrigation. Ordering provider: dr. (B)(6), collection date: (B)(6) 2025, 9:41 am. Specimens: blood (blood, venous) result date: (B)(6) 2025, 9:55 am. Result status: final resulting. Lab: (B)(6) hospital ((B)(6)). Dr. (B)(6) (clia #).